Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient experienced swelling at the pocket site immediately following an implant procedure and subsequently affected patient ability to charge. The patient had an ultrasound and the physician extracted fluid to help with the swelling, however the cause of the swelling could not be determined. The patient underwent a pocket revision procedure. Patient is doing well post operatively and is able to charge.